Event description:
Edwards received information that this bioprosthetic valve, implanted approximately five (5) years, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic heart valve. Attempts to retrieve device and patient documents were unsuccessful.

Manufacturer narrative:
Report of explant after five (5) years due to unknown reasons. The explanted device was not returned to manufacturer, without receipt of device the event cannot be investigated and a root cause cannot be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.